Event description:
A journal article was reviewed that contained information regarding this device. Four days after the device was implanted, the patient had an epicardial lead implant. During hemostasis, ventricular fibrillation occurred when the physician "touched the pericardium with the electrocautery." The device correctly detected the arrhythmia, but failed to interrupt it. External cardioversion was performed. Three days later the device was tested and this time it successfully terminated "induced ventricular fibrillation." The device appears to remain in use. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "a case of inefficient defibrillation during thoracotomy." J. Card. Surg. May 1 2011;26(3):338-339.